Event description:
It was reported that during a procedure using an evac 70 xtra, the wand's metal part allegedly had insufficient insulation and got too hot, causing the patient to get burned. No further information was provided as to the severity of the burn, treatment received, or any additional details regarding the event.